Event description:
The customer reported that the syringe fractured at the start of the injection spraying contrast media across the CT room. CT chest and abdomen, 245 psi setting, flow rate 3 ml/sec. Syringe failed before any contrast was injected. No sample available.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.